Manufacturer narrative:
Correction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fracture remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the guidewire fractured inside the patient. After the balloon was removed it appeared that a distal portion of the device was removed with it. Both pieces of the device were removed by pulling them out without additional intervention. Another guidewire was used to continue and complete the procedure with no patient consequences.